Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed button error. The blood glucose error was 217mg/dl. The caller stated that his wife was taken to the hospital in germany, and the nurses took the device from her and put it in a plastic bag. The caller stated that his spouse had surgery and she is in the intensive care unit. He mentioned that her hospitalization was related to the infusion set that she was wearing. The customer got an infection site where the cannula was inserted. The caller was unable to provide her glucose level. No further information was provided.

Manufacturer narrative:
Unable to prime during the prime test and insulin pump alarmed during the occlusion test due to a faulty force sensor resistor. The device was received in with intermittent button response due to corroded keypad traces and unable to vibrate due to a broken vibrator wire. A cracked reservoir tube lip, scratched lcd window, cracked belt clip slot and cracked battery tube threads also noted.